Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: articular surface size gh 10 mm height catalog#: 00596404210, lot#: 62736206. Femoral component precoat size h left catalog#: 00596001851, lot#: 61369591. Palacos r+g 1x60 catalog#: 66017772 ,lot#: 78110087.

Event description:
It was reported that patient underwent a left knee revision approximately six years and four months post implantation due to pain and tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface size gh 10 mm height catalog#: 00596404210 lot#: 63075882; unknown femoral catalog#: ni lot#: ni. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to pain and tibial loosening. Attempts have been made and no further information has been provided.